Event description:
During angioplasty to a lesion in the proximal tibial artery, the catheter accordioned and after withdrawal fracture of device material was observed. The packaging of the aviator plus pta balloon catheter was intact, and the device was prepped without difficulty and in accordance to the instructions for use. Vessel/lesion were characterized as somewhat calcified lesion and moderate tortuosity with 80-85% stenosis. The transcend wire was wiped with a 4x4 before the balloon catheter was loaded on. Advancement was easy with very little resistance; however, right before reaching the target site, they noticed the device accordioned near the rapid exchange wire exit port and wire was protruding from the catheter shaft. The patient did not suffer any untoward events. The angioplasty was successfully completed with another cordis pta dilatation catheter. Of note, it was noted that during withdrawal, the balloon catheter seized on the guidewire.

Manufacturer narrative:
The device has been shipped for return to cordis for evaluation and testing. However, the device has not been received as of to date. Any additional information will be submitted within 30 days upon receipt.